Event description:
The user facility reported a 52-year-old white male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that upon insertion of the guidewire for impella implant, a type b dissection was noted in the descending aorta. Medical intervention was not required, however, the decision was made to abort the scheduled implant. There was no lasting patient harm.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ the investigation into the reported vascular damage has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that patient condition was the most likely cause of the vascular damage as the abiomed wire, an alternate wire, and the impella all faced resistance at the descending aorta.